Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, after filling the cartridge with approximately 250-300 units of insulin, the fill estimate displays either over 60 units or over 120 units of insulin in the cartridge. However, the customer stated that the insulin gauge stays at a lower estimate despite insulin being delivered. As the supplies had been changed prior to calling, tandem technical support was unable to perform troubleshooting. At the time of the call, the customer's blood glucose (bg) level was 307 mg/dl, which the customer addressed by changing the supplies on the pump.